Event description:
On (B)(6) 2016 the patient reported feeling stimulation in their right leg, indicating that the hcp must have connected the lead to the leg nerve which is probably why they feel it there. The patient increased stimulation to 1.2v to see if things were working and stated that they feel comfortable with it and that it is helping with their symptoms. It was also noted that the burning issue was resolved by making adjustments with the patient programmer (pp).

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
The consumer reported that the patient had severe burning around their implantable neurostimulator (ins) site and down their leg since (B)(6) 2016. The patient had not tried turning stimulation off and their programmer batteries were depleted, so they couldn¿t connect to the ins on (B)(6) 2016. The patient still had stinging and burning at the ins site on (B)(6) 2016 and it was sore to the touch. The patient had seen their health care provider (hcp) and told them about the burning. The urinating was doing fine for the patient. The patient saw a hcp last week and they put a glove on and moved the box around and said it was fine. The hcp wouldn¿t give the patient anything for the burning and said the only option was to remove it. It had been over a week and they hadn¿t called about removing it. The patient wanted to keep it in since it helped the urination, but they couldn¿t stand the burning. The patient wanted to know what they could do about the burning. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient had a very bad burning sensation at their implant site. The sensation sometimes felt like a bee or a wasp sting when they touched the area of the left side. The patient had muscle spasms to the bottom of their left foot. The patient started feeling these sensations when their pain medications given to them after implant surgery wore off in the second week of (B)(6) 2016. The patient had tried to go back to their implanting health care provider (hcp), but was referred to another hcp. The hcp would not prescribe more pain medications and would not take the implant out. The patient had a fall at the end of (B)(6) 2016 that could be related to the issue. The patient didn't recall hitting the implant, but they might have.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the symptoms had never stopped since implant and had done more damage than good. Patient stated it controlled for a while here and there and sometimes worked but it was to the point where the body had no idea when to and running to the bathroom. Patient stated therapy never fully helped. Patient requested assistance in using patient programmer (pp) during the call. Patient increased stim on program 3 from .8 to 1.2 and reported stim was comfortable in bicycle seat area. Patient also reported that she took pain medications after implant and after a point; she felt muscle twitching and a stinging/burning in the leg (also down <(>&<)> outside the leg). Patient stated she has fallen several times from it. Patient noted the implantable neurostimulator (ins) stick out from her hip as she was small. Patient indicated she had moved and did not know the new healthcare provider (hcp) name. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she still felt burning, tingling, twitching, and pain down her legs. The patient reported it was mainly her left leg, but once or twice she felt it in her right leg. The patient stated the sensation was constant and was similar to a charley horse feeling in the buttcheek area. The patient reported the issue had been ongoing and she had been having issue getting her implant explanted. The patient stated she was supposed to have had an appointment on with the healthcare professional (hcp) on (B)(6), but it was moved to (B)(6). The patient noted recently she had a bowel movement when she went to urinate. The patient stated she was told that if she turned the stimulation off it might help with the sensation going away. The patient noted her patient programmer batteries were depleted so she would replace them and call back for assistance using the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.